Event description:
It was reported that the bile duct stent left in the patient's body was grasped with grip forceps and retrieved by pulling it into the forceps channel of the duodenovideoscope. However, the bile duct stent did not emerge from the forceps channel entrance/exit; only the grip forceps were present, suggesting it remained inside the forceps channel. However, the physician proceeded with and completed the procedure as is. It is considered that the bile duct stent remained inside the device during cleaning and disinfection, but the physicians and staff involved in this case did not appear to be concerned about it. On the following day, the same scope was used to perform a procedure on another patient. While advancing the endoscopic retrograde cholangiopancreatography (ercp) cannula into the forceps channel for cholangiography, the residual bile duct stent emerged from the scope distal end and was retrieved. Both the bile duct stent and the ercp cannula were products from another manufacturer. This issue occurred during a therapeutic ercp procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device. The event can be detected/prevented by following the instructions for use (IFU) which state: 4.1 precautions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.